Event description:
During a laparoscopic assisted vaginal hysterectomy and pelvic floor exploratory surgery procedure, the hook part of the device broke off into the patient. The piece was not found. Another same device was opened to complete the case.